Event description:
It was reported that the burr was stuck on wire. A 1.50mm rotablator plus and rotawire were selected for use. During the procedure, the guidewire could not be withdrawn. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure. It was further reported that the burr and wire were stuck together and removed as one unit. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of stuck on wire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported event indicated that the guidewire could not be withdrawn during the procedure indicating a potential stuck wire. The device was not returned for analysis. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1 and phone: (B)(6).

Event description:
It was reported that the burr was stuck on wire. A 1.50mm rotablator plus and rotawire were selected for use. During the procedure, the guidewire could not be withdrawn. The procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.